Event description:
It was reported that the customer had elevated blood glucose levels. Reportedly, the fill syringe needles became bent when attempting to fill his cartridge and was unable to complete the load process.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.